Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-601-tbe8 serial/batch number 6791215 was received for investigation. Visual evaluation found that the device has clear signs of wear as a piece of the geometry has irregularities/rounded/deformed. The most likely cause for the reported failure is wear and tear. However, the observed condition is likely caused is the wear and tear damage incurred over repeated usage.

Event description:
It was reported on 12/09/2022 by a sales representative via sems that an ar-601-tbe8 tibial trial is worn. Case involvement, no patient effect.